Manufacturer narrative:
For 10 of the 15 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported events, the following parts were replaced: the sensor interface board for 6 units, the anesthesia control board for 2 units, the carrier board for 1 unit, and the gas inlet valve for 1 unit. For 3 of the reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 2 of the reported events, the customer resolved the reported issue prior to ge healthcare's arrival at the site by replacing the flow sensors. Additional manufacturer: (B)(4) serial numbers: (B)(4).

Event description:
This report summarizes <noe> 15 <noe> malfunction events. A review of the events indicated that model 1012-9620-000 anesthesia gas machine experienced therapeutic output failures. 7 events were reported for malfunction preventing mechanical ventilation, 2 event reported for internal failure preventing mechanical ventilation, 2 events reported for malfunction causing a loss of mechanical ventilation, 2 systems displayed an inverse inspiratory flow which prevented mechanical ventilation, 1 event reported for ventilator failure error preventing mechanical ventilation, 1 event reported for a system failed checkout with an error preventing mechanical ventilation . These reports were received from various sources. Of the 15 events, 13 did not involve patients, and 2 did involve patients. 1 patient identified as a (B)(6) yr old female, no identifier or weight information available. There was no patient information available for the other patient involved.